Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that interrogation of the leadless implantable pulse generator (ipg) using the mobile programmer application was extremely difficult due to continuous telemetry dropouts. Multiple disconnections occurred between the patient connector and the host tablet, indicated by red cross icons, with connections intermittently re-establishing but recurring repeatedly during the procedure. It was noted that the disruptions in connectivity prevented timely and reliable acquisition of measurements. In addition to the telemetry instability, intermittent loss of electrograms (egm) and surface electrocardiogram (ECG) signals was observed, with only marker channels remaining visible. The egm and ECG signals reappeared after selecting an alternate egm source; however, repeated signal loss further complicated electrical assessment in the setting of ongoing disconnections. It was further noted that the patient experienced hypotension; however this was confirmed to be unrelated to the disconnections but due to the length of the procedure as a re sult. The leadless ipg remains in use. No further patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.1.1.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that disconnections occurred was confirmed. Analysis of the service logs found the customer comment that loss of electrograms (egm) and surface electrocardiogram (ECG) signals was observed was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.